Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that the white tabs that sit on top of the skin caused ulcers under each one. The ulcers did not become infected. However, the patient had a reaction to the material around the tube site causing the skin to separate. The product was removed and replaced with a competitor's product. It is not known how the ulcers were treated. The patient has not returned since the exchange.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, documentation, instructions for use (IFU), and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known, accordingly a review of the device history record could not be conducted. The device is shipped with instruction for use (IFU) which notes: warnings (...) Gastropexy site should be checked daily for early signs of pressure ulcers, including discoloration and tenderness around gastropexy site. Patients with ascites may be at an increased risk of complications, including pressure ulcers. Additional site monitoring should be implemented for these patients, based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.